Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer requesting bench for repair for the following issue indicating that the device is failing electrical safety test and needs the power cord to be replaced. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
H10: the device was received by bench repair and was evaluated. Bench confirmed the failure of the electoral safety test and needs the power cord to be replaced. Bench repair replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. The removed power cord was returned to the product investigation lab (pil). The pil technician installed the power cord into a pil ventilator to duplicate the reported issue. Visual inspection of the power cord revealed no evidence of damage or contamination. Through the use of the electrical safety analyzer, the ac power cord failed esa resistance test verifying a faulty ground wire portion of the power cord. The resistance measurement of the ground conductor of the power cord is high and out of spec. Tech verified that the power cord passes all current leakage testing.